Event description:
The customer reported a leak from the manual probe of a coulter hmx hematology analyzer with autoloader. The volume of the leak was 1 ml and was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a misaligned probe wipe. The fse performed probe alignment and the leak was resolved. Repairs were verified per established procedures. (B)(4).